Manufacturer narrative:
The insulin pump was received with a insulin pump error alarm during rewind due to corroded motor home switch. Unable to perform the self test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error alarms. The pump was received with the case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had cracked on battery compartment. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.